Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump alarmed motor error during rewind. The insulin pump is not expected to return for analysis. No further details are provided.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motion sensor test failure alarm due to motor error alarms.